Event description:
The manufacturer became aware that a user of the rep dreamstation auto CPAP had states respiratory tract irritation, dizziness, headache, inflammatory response, kidney stones, chronic coughing, chronic headaches, throat inflammation requiring endoscopy. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on december 20, 2023, and section h11 should be reported as: the manufacturer became aware that a user of the rep dreamstation auto CPAP had states respiratory tract irritation, dizziness, headache, inflammatory response, kidney stones, chronic coughing, chronic headaches, throat inflammation requiring endoscopy. There was no serious patient harm or injury. No medical intervention was specified by the patient. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. The secondary findings were observed. The third-party service center concludes that they couldn't confirm the customer's allegation and unit got corrected. In this report UDI number and recall number has been updated. In box g: date received by mfg (rfb) has been updated. In box h: evaluation method code grid, evaluation results code grid, component code and conclusion code grid has been updated.